Manufacturer narrative:
The subject ltf-vh was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The local service engineer surmised that the cause of this phenomenon is contact failure of the video connector of the subject ltf-vh. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified colorectal surgery with the ltf-vh, an endoscopic image became dark. After that, the endoscopic image got back to normal but the endoscopic image returned to dark again. This phenomenon has occurred several times. The user replaced the system to another unspecified similar system and completed the procedure using the subject ltf-vh. There was no report of the patient injury other than replacing the system.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation by olympus medical systems corp. (Omsc) confirmed that the malfunction of the endoscopic image of the subject device was not duplicated. The evaluation also confirmed that the adhesive on the bending section was partially missing. After disassembling of the subject device, there was no wiring disorder, buckling or cut in the signal cable connected to the ccd in the insertion portion. The exact cause of the reported event could not be determined, but it is considered as one of possible cause that the electronic components of the subject device were temporarily damaged and the damage caused the malfunction of the endoscopic image.